Event description:
The advocate alleged that the customer received a control test result of "hi". A normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. While customer service was attempting to gather customer and product information, the advocate stated that she had to go and ended the call. No product will be returned for evaluation.

Manufacturer narrative:
Without a meter serial number, it is not possible to determine a manufacture date.